Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure - flickering image due to bad cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device displayed a flickering image. There were no reports of patient harm.

Event description:
It was reported that, the subject device displayed a flickering image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.